Event description:
A consumer reported that a patient experienced inaccurate readings while using a one touch meter. On morning of event date after eating breakfast, pt received a "hi, danger call dr" message on the ot meter while attempting to check blood glucose. The doctor was contacted and because of meter reading advised patient to go to hospital. At the ER, patient had a blood glucose of 300mg/dl on hospital meter. Patient was treated with insulin and released home after spending 3 hours in the ER. Patient did not experience any symptoms during the event. No further information has been provided.